Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to a hole in the cylinder tubing. An ams700 21cm lgx device and 100ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.